Event description:
It was reported that a dexcom g6 sensor failed to pair with the ilet and then exhibited a repeated warm-up period with a replace sensor alert; the user had taken a dose of long-acting insulin during the period without insulin delivery and troubleshooting guidance included remaining disconnected for a period and either replacing the sensor or using a fingerstick for dosing, although the user lacked a replacement sensor and meter and declined further troubleshooting, consistent with an intermittent communication failure associated with the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet consistent with intermittent communication failure related to the electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.